Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced bluetooth connectivity disruption to the ilet bionic pancreas, and the user requested assistance to restore pairing; the agent guided the user to toggle the sensor settings, restart the ilet, and allow time for reconnection, after which the sensor paired and displayed readings. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of continuous glucose data to the ilet with no impact to blood glucose levels and no need for medical intervention. User support included remote troubleshooting and education on device settings and pairing procedures. Investigation of this case revealed that the issue was consistent with a communication pairing difficulty between the cgm transmitter and the ilet without hardware failure, resolved through standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with known bluetooth pairing behavior.